Event description:
Iabp placed in patient after turning on balloon, warning on iabp pump shows "fiber optic cable failure". Still able to transduce iabp via art line, no harm to patient; iabp is working appropriately. Called manufacturer for further investigation of warning. Representative is stating fiber optic cable might be broken, unplug the fiber optic cable from pump and continue to transduce via art line, balloon pump can stay in patient and continue therapy with no harm to patient. He states to send balloon pump catheter and fiber optic cable to manufacture for further investigation. Endorsed this information to ICU rn.